Event description:
On (B)(6) 2024, the quattro catheter (lot# 196153) was used to treat a patient with heat stroke who had a body temperature of over 42 °c, renal dysfunction, and disseminated intravascular coagulation. After 30 minutes of therapy, the console displayed an air trap alarm, suggesting a saline leak. The catheter was replaced to continue the therapy with the same console. The patient's condition is very poor, and he is not currently improving.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint of a suspected quattro catheter (lot# 196153) leak was confirmed during functional testing. A pinhole leak was observed in the middle of the distal balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. During the functional pressure leak test all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed in the middle of the distal balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot number 196153.